Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 307 mg/dl. The caller stated that the customer had played with her insulin pump the day prior. She only observed a single basal rate in the basal review and nothing else programmed. Advised the caller to seek medical attention since the insulin pump seemed not to have the complete setting programmed into it. The customer may have unknowingly erased some of her settings. The caller declined troubleshooting for the issue, since the customer was sleeping with the device connected at the time of call. Nothing further reported.